Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for lot # 9275510 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: undetermined. Rationale: CAPA not required at this time.

Event description:
It was reported that 2 syringe 60ml ll tip 1ml 2 oz in 1/4 oz experienced leakage past the stopper/plunger during use. The following information was provided by the initial reporter: material no.: 309653 batch no.: 9207665. 01/15: on phone call learned there were two different syringes involved from two different material numbers. For material no.: 309653 2 syringes are available for return. For both these syringes they have had leaks multiple times but only kept a few and they cant recall any dates that these incidents occurred. Per email: would you know or have a recommendation for where to report issues with syringes? We have a few different sizes of bd / carefusion syringes that are leaking around within the barrel when drawing up medication.